Manufacturer narrative:
The reported event of intermittent capture was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled device exchange procedure. A left ventricular (lv) lead and an implantable cardioverter-defibrillator (ICD) were implanted on 25 feb 2026. On the following day, the lv lead was found to be dislodged on chest x-ray. During the lv lead explant procedure, the ICD exhibited intermittent loss of capture. Consequently, both the lv lead and ICD were explanted and replaced on 26 feb 2026. The patient remained in stable condition.